Event description:
Discordant high (false reactive) toxoplasma quantitative igg (txp) results were obtained with multiple patient samples on an immulite 2000 xpi analyzer with txp reagent kit lot 375. The laboratory questioned the high results due to the patients' histories of non-reactive results when tested with their prior txp reagent kit lot (lot 374). There were no known reports of patient treatment being altered or prescribed due to the false reactive txp results. There were no known no reports of adverse health consequences due to the false reactive txp results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2012-00048 on (B)(4) 2012.updated (B)(4) 2012:siemens has investigated the issue and has determined that the frequency of the false (B)(4) patient results reported is within the IFU specificity claim of (B)(4) for the immulite systems toxoplasma igg assay.

Manufacturer narrative:
The initial MDR 2432235-2012-00048 was filed on (B)(6) 2012. Additional information: ((B)(6) 2013): siemens has investigated the incidence of false positive patient sample results obtained on the immulite toxoplasma igg assay and conducted two extensive patient sample studies. The investigation found that the results of the patient samples on the immulite instrument obtained between two different lots of reagent for the toxoplasma igg assay showed 99.6% agreement. A subsequent study between three different lots of reagent showed 100% agreement. Both studies have confirmed that the toxoplasma assay is meeting specificity claims.

Manufacturer narrative:
The customer contacted the siemens healthcare technical solutions center (tsc) regarding the false reactive toxoplasma quantitative igg (txp) results observed with reagent kit lot 375. The issue is under investigation. The cause of the false reactive txp results observed with lot 375 is unknown at this time. The instrument is performing according to specifications. No further evaluation of the instrument is required.